Event description:
Approx 7 months later following cypher stent placement, the pt underwent follow-up cardiac catheterization. The pt was asymptomatic and a follow-up stress test had been negative. Repeat coronary angiography revealed a complete stent fracture noted in the mid portion of the stent. No treatment was required. No re-hospitalization is required.